Event description:
Customer reported receiving no delivery alarms on the insulin pump. Due to the no delivery alarms customer has been experiencing high blood glucose readings. Customer stated that the alarm was resolved by a complete set change. Customer's blood glucose reading at the time of the call was 500 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.